Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the foreign material remained in the device could not be determined. There was no physical damage to the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope's operating channel was obstructed, and physiological saline could not be introduced. The device was returned for evaluation. During the device evaluation, foreign material was found in the biopsy channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the forceps channel port had corrosion, due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly, the distal end had a dent, and the customer's issue was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.